Event description:
Customer received the message, "you must have at least 50 units," after completing the fill tubing step. Reportedly, there was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.